Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate and passed self test; the insulin pump function properly. No a39 alarm noted during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call spi to motor pic communication error on the insulin pump. Troubleshooting for the alarm was performed. Customer advised they were on a cruise and the insulin pump continually alarmed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.